Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during an attempted implant, the starting impedance measured just over 1000 ohms. Upon connection to the device, the lead impedance was greater than 3000 ohms. The lead was disconnected and reconnected, with the same results. The lead was disconnected and tested through the analyzer with an impedance of greater than 3000 ohms. The lead was removed and replaced. No patient complications have been reported as a result of this event.